Event description:
On (B)(6) 2023,senseonics was made aware of an incident where the user experienced a hypoglycemia event with no alert asserted by the system due to an inaccuracy in sensor reading.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Customer reported a low glucose event on 14 aug 2023 at 2:06 pm est with sg = 134 mg/ml, no bg was taken. The user only received a rate falling ec20 alert and complained of not hearing the alert. A review of the glucose trend data show 134 mg/dl on (B)(6) 2023 2.06 pm, but there was no bg entry. The sg value was above the low alert threshold, so the user did not receive a low glucose alert. A review of the alert history confirms rate falling alert ec20 on (B)(6) 2023 2:06 pm, thus confirming the customer's reporting of the event. The user resolved the event by eating and the sensor glucose never fell below the low alert threshold. In associated sensor inaccuracies case, the user didn't complain about inaccuracies in the system and he also confirmed after taking a bg sample that it was very close to his sg value at the time, so no troubleshooting was performed at the time. So the s4 case was created for documentation purposes only. After reviewing dms, we confirmed that bg values match sg trends well, with some differences due to lag which occurs between changes in bg values and the corresponding change in sensor readings. The user is still using the system. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.